Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 5, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date); g3 (date received by manufacturer) ; g6 (indication that this is a follow-up report) ; h2 (follow-up due to additional information) ; h4 (device manufacture date); h6 (identification of evaluation codes 3331, 4114, 3221, 4315). Type of investigation #2: 4114 - device not returned. Type of investigation#3: 3331- analysis of production records. Investigation findings: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. The affected sample was not returned for evaluation. The manufacturing and incoming inspection record of the actual product was found to have no anomalies. Without the actual sample, the cause of the occurrence could not be clarified. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Leaking plasma creating white foam from the gas outlet.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was a leaking plasma creating white foam from the gas outlet. No known consequence or health impact to patient. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 4739- gas exchanger. Health effect ¿ impact code: 2199- no health consequences or impact. Health effect ¿ clinical code: 4582- no clinical signs, symptoms or conditions. Medical device problem code: 1354- leak/splash. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.